Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved into the left ventricle and was implanted in a deep position. Immediately following the implant, moderate paravalvular leak (pvl) was noted. No treatment was prescribed. The physician reported that the regurgitation put stress on the left ventricle resulting in left ventricle enlargement and caused mitral regurgitation to develop. As a result, periodic atrial fibrillation was observed. Medication was prescribed but was not effective. Approximately three months post-implant, the patient was admitted to the hospital due to deterioration of heart failure and increased mitral regurgitation. Asv (adaptive support ventilation) was introduced. Three months and eighteen days post-implant, the valve was explanted and successfully replaced with a non-medtronic aortic valve. Subsequently, a mitral annuloplasty and tricuspid annuloplasty were performed. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.